Manufacturer narrative:
Manufacturer investigation conclusion: a direct correlation between the device and the reported outflow graft obstruction could not be conclusively determined through this investigation because less than 0.5" of the outflow graft was returned. The report of low flow alarms was confirmed via the submitted log files. The root cause of the low flow alarms could not be conclusively determined through this investigation. (B)(6) was returned with the pump cable severed approximately 7.5¿ from the pump header. The remaining distal portion of the pump cable was not returned. Less than 0.5¿ of the sealed outflow graft was returned separated from the pump cover outlet port, without the outflow graft clip. The outflow graft bend relief was returned separate from the graft attachment. The apical cuff was not returned. Upon disassembly of the returned pump, examination of the proximal side of the inlet extension revealed a thin layer of tissue surrounding the opening. The tissue was strongly adhered and did not appear to obstruct the flow of blood. Examination of the pump blood contacting surfaces revealed no adhered depositions or thrombus formations. The submitted system controller event log file captured 14 transient low flow alarms where the calculated flow decreased below the 2.5 liter per minute alarm threshold for 10 seconds or more. 4 low speed advisory alarms were also captured while the patient¿s set speed was manually set below the patient¿s low speed limit and cleared when the parameters were manually corrected. The system appeared to function as intended. Left ventricular assist device (lvad) event and periodic log files were extracted from (B)(6). The log files captured the pump operating as expected. The device was cleaned, rebuilt, and tested under load conditions on a mock circulatory loop. The pump functioned as intended. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 (hm3) left ventricular assist system (lvas) instructions for use (IFU) is currently available. Section 4 of this document describes that low flow alarms occur when the estimated flow decreases below 2.5 lpm. This section also explains that changes in patient condition can cause low flow, such as hypertension. Section 7 of the IFU explains all alarms, including low flow, and provides instruction for patient care following an alarm. The alarms and troubleshooting section of the hm3 patient handbook explains how the low flow hazard alarm presents on the system controller and what actions should be taken to resolve the alarm. A section on handling emergencies is also provided in this document the surgical procedures section of the hm3 IFU contains information on preparing the sealed outflow graft and explains how to attach the sealed outflow graft to the aorta. The attaching the sealed outflow graft to the pump subsection instructs the user to verify that the graft is not twisted or kinked by checking the position of the black line on the graft above and below the bend relief and ensuring that the line is straight. The de-airing the pump subsection explains that when the pump is in place and the sealed outflow graft anastomoses is completed, residual air must be completely evacuated from the device blood chamber prior to initiating device activation. When de-airing is completed, slide the bend relief over the metal fitting of the sealed outflow graft toward the locking screw ring until it engages into place. This section warns that failure to connect the bend relief so that it is fully and evenly connected can allow kinking and abrasion of the graft, which may lead to serious adverse events such as low left ventricular assist device flow and/or bleeding. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is complete.

Event description:
It was reported that the patient's device displayed low flow alarms and ramped down to low speed. Technical services found that the low flow events occurred at times when pulsatility index was elevated and technical services stated that there did not appear to be any device-related cause. The log also captured multiple low speed advisories due to the set speed being manually adjusted below the low speed limit momentarily. The patient was transplanted on (B)(6) 2020. The site reported that, while the patient was already indicated as bridge to transplant, the patient was moved forward to a heart transplant due to the decreased flows resulting in decompensation, and raising suspicion of a pump thrombosis. From a computed tomography scan, the site reported an enlarged heart and near occlusive thrombus within the heartmate's bend relief and proximal outflow cannula. An echocardiogram revealed severe left ventricular dilation and dysfunction. The end-diastolic dimension was 8cm and the ejection fraction was 10%. The aortic valve opened fully with every beat, and there was no aortic insufficiency. The imaging also showed mitral valve annuloplasty with mild mitral regurgitation and trace tricuspid regurgitation. Pulmonary artery systolic pressure was 39 mmhg and right arterial pressure was 8-15 mmhg. The site reported that these findings were suspicious for a malfunction of the device as the patient's aortic valve opened barely on the last echocardiogram report.